Manufacturer narrative:
An osseotite implant was returned. Visual inspection of the as received product identified that parts of the external threads were stripped. The damage was most likely sustained during retrieval process. There was substantial bone residue around the external threads. It was noted that there was presence of dried blood and unconfirmed foreign/biological material in and around the external hex. The complaint was not verifiable, as the top portion of the reported fractured screw was not returned and the bottom portion of the screw inside the implant could not be confirmed due to excessive amount of biological material in and around the implant hex. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw. Top part of the abutment screw was discarded.

Event description:
The dentist reported that unknown abutment screw fractured inside of the implant due to excessive bruxism. The dentist was not able to remove the fractured part. Implant was removed. Patient has been rescheduled for a new session.